Manufacturer narrative:
(B)(4).

Event description:
The customer reported high diff background on daily checks and a leak near the mixing modules of a unicel dxh 800 coulter cellular analysis system. The customer stated that the volume of fluid leaked was a small spray which was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, lab coat and eye protection and no injury or exposure was reported. Patient results were not affected and there was no change in patient treatment associated with this event. Beckman coulter field service engineer (fse) found the diff mix chamber leaking due to a partial clog with debris at the bottom/center of the drain port. Fse stated that the debris was crimson/black in color and consisted of dried blood and tube stopper material. Fse replaced the diff mix chamber, flushed all lines and verified repair per established procedures. Root cause of the leak was determined to be a partial clog in the diff mix chamber drain port.